Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, seroma-late and rupture.

Event description:
Patient reported left side pain "recently it is bothering patient a lot", "the shape is different, it is hard, it looks like a ¿frying pan¿, square", "according the resonance report, there is encapsulation", "intracapsular rupture", "accumulations of adjacent liquids", ¿capsular contracture", and "intramammary lymph node and axillary lymph nodes at level I (probably reactive)". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., h.6.

Event description:
Patient reported left side pain "recently it is bothering patient a lot", "the shape is different, it is hard, it looks like a ¿frying pan¿, square", "according the resonance report, there is encapsulation", "intracapsular rupture", "accumulations of adjacent liquids", ¿capsular contracture", and "intramammary lymph node and axillary lymph nodes at level I (probably reactive)". The device remains implanted.